Event description:
It was reported the insulin gauge displayed multiple inaccurate fill estimates across multiple cartridges. Customer¿s blood glucose reached 220mg/dl. The customer continued to use the pump for insulin therapy.